Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient arrived at the hospital, the device was found at the default programming presumably due to normal battery depletion. The patient experienced less than 50% therapy relief and return of parkinsonian symptoms. The location of the symptoms was unknown. Since the patient had a lot of bruises, probably due to falls, the physician wanted to investigate if the device was damaged during one of the falls. The device was consequently replaced. Patient outcome was alive with no injury. Approximately a week later, it was reported that the battery depletion was determined to be normal. The battery life was compared with the ¿expected one¿ according to the referred programming parameters and they were coherent. The patient¿s rigidity improved a little even though the disease was in its advanced stage. The patient was reportedly receiving effective therapy with the new programming parameters.